Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving a no delivery alarm after showering. The customer stated that she always blow dries the insertion site to ensure it is dry before inserting the infusion set. The customer's blood glucose was 230 mg/dl. Troubleshooting could not be completed because the issue was a past event. The customer stated that the alarm did not occur during manual prime and that the alarm was resolved by a complete set change. The customer returned the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected and not anomalies were noted. Occlusion test was also performed and no occlusion was detected.